Manufacturer narrative:
Device used for off label indication. The indication the device was used for was ezw. Concomitant products: product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension; product ID 3093-28, lot # v632934, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3093-28, lot # v632934, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 748910, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported that a patient¿s device lasted 1 year and 9 months. The reporter stated that the device quit functioning in (B)(6) 2012 while the patient was on vacation in (B)(6). It was noted that the device was checked and there was no stimulation. It was reported that the patient went through surgery on (B)(6) 2013 and may was the earliest she could get in for surgery. The reporter stated that the timeframe from december to may was ¿horrible¿ because the patient¿s device was not working and she could not go in for surgery earlier than (B)(6). It was indicated that the device was replaced. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's implantable neurostimulator (ins) did not last longer than 13 months and had to be replaced. The patient experienced a loss of stimulation and a return of symptoms. The patient noted that she does not know why the ins broke as when the hcp went to replace the device, he did not find anything wrong with the wires and the battery looked fine.

Event description:
Additional information reported that no one has told the patient why this device failed. No broken wires or leads were ever discovered. It was noted that when the machine works (functions) the patient enjoy improved quality of life. Unfortunately they seem to function for only 18 months or less.